Event description:
Philips pulse oximeter adapter cable attached to sensor/finger probe that had been applied to the patient and connected to the machine. Machine noted "sensor not found." New finger probe applied and received same error message. Cable exchanged for new cable and machine registered spo2 [saturation of peripheral oxygen] reading. This resulted in a delay in patient care, no known harm to the patient at this time.